Event description:
It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure, the probe broke in half. Half stayed inside the scope, and the other half in the physician's hands. The procedure was completed with another probe with no complications to the patient, who is reportedly "ok" post-procedure.

Manufacturer narrative:
No information available from user facility. A review of the device history record revealed no anomalies that could be associated with this incident. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.